Event description:
The reporter stated the pt developed an infection at the surgical site of the left ankle and sepsis 11-12 days following tarsal tunnel release surgery which was initially performed on (B)(6) 2012. When the tenoglide was explanted the reporter stated it was "black and mushy". Additional info was received on (B)(6) 2012. The podiatrist noted "on (B)(6) 2012 he removed the "graft materials" and debrided the soft tissues, further staged debridement and closure. The pt was admitted to the hosp for sepsis, PICC line placement and intravenous antibiotics. The pt's current condition was reported as "stable and slowly improving."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.